Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The controller is a microprocessor unit that controls and manages the heartware system operation. It sends power and operating signals to the blood pump and collects information from the pump. The instructions for use (IFU) and patient manual instructs users to return any damaged components to heartware. Inability to read the display associated with an alarm may result in no action or the wrong or inappropriate action taken in response to critical alarms. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that the patient's controller was unable to display pump parameters on its screen. The device was exchanged with no reported patient consequences.

Manufacturer narrative:
It was reported that the controller would not display the parameters. The controller was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. The reported event was confirmed at the bench level during failure analysis. The controller's liquid crystal display (lcd) was not functioning as expected,  the lcd was not able to display the parameters on the controller. The lcd display module was replaced with a known working one and the results revealed that the controller was able to display all parameters correctly. The controller lcd display failure was most likely caused by a faulty lcd display module. The manufacturer has opened an investigation with the supplier to evaluate the defective lcd displays.  Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.